Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 1400 mg/dl at the time of admission. It was reported the customer was found unresponsive by their boyfriend. The paramedics were called for the customer's high blood glucose event. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer sated they were admitted into the hospital for three days. Customer's current blood glucose was 136 mg/dl. The customer stated they were wearing the insulin pump at the time of hospitalization. Troubleshooting was not completed as the customer declined to check for the presence of air bubbles or leaks and insulin/site issues. The customer declined to return the insulin pump for analysis.